Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument grasper broke. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm force bipolar instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken grip at the midpoint of grip for axis 6. A piece approximately 0.165" x 0.578" was found to be broken off. The broken piece was not returned. Components such as idler pulley adjacent to this broken grip show damage. Additional observations not reported by site included a broken conductor wire at the yaw pulley and signs of thermal damage was observed on grip tip axis 7. The instrument failed the electrical continuity test.